Event description:
It was reported that air was visible. During an atrial fibrillation ablation, a faradrive was selected for use. After inserting the farawave catheter into the faradrive and performing four pulmonary vein isolations, the catheter was removed. During the insertion of the orion, air contamination was observed, with air being drawn into the syringe during aspiration. The sheath was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Leakage and a steady flow of air were observed during leak and aspiration testing. Microscopic inspection revealed external and internal hemostatic valves had tears by the center slit.

Event description:
It was reported that air was visible. During an atrial fibrillation ablation, a faradrive was selected for use. After inserting the farawave catheter into the faradrive and performing four pulmonary vein isolations, the catheter was removed. During the insertion of the orion, air contamination was observed, with air being drawn into the syringe during aspiration. The sheath was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.